Manufacturer narrative:
Three requests for further information were made in relation to this incident, however the requested information is not available to stanmore. The exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause.

Event description:
It has been reported that the patient's distal femur jts will not extend.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not available.

Event description:
It has been reported that the patient's distal femur jts will not extend.